Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear. The turbine needed replaced. The device was repaired and returned to the customer. Evaluation of 1 device found chuck wear and a lack of maintenance. The turbine needed replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes two malfunction events where midwest stylus handpieces would not hold dental burs. There were no injuries in any of the events.